Event description:
The customer reported no delivery and motor error of the insulin pump. The customer's blood glucose value was 152 mg/dl. During troubleshooting, the customer reported being unable to complete the rewind sequence. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
(B)(4)